Event description:
It was reported that, on literature review "clinic effect of tibiotalocalcaneal arthrodesis using the trigen hindfoot fusion intramedullary nail", 2 diabetic patients who underwent primary implantation of a trigen hindfoot nail to treat hindfoot lesions experienced a superficial infection of the surgical orifice. These adverse events were resolved by changing the dressing. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Clinic effect of tibiotalocalcaneal arthrodesis using the trigen hindfoot fusion intramedullary nail. Doi: 10.3969/j.issn.1671-301x.2021.03.015.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.